Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold primary file broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The involved waveone gold primary 6files sterile 25mm are broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. For the batch #1535655, the unused products have been evaluated and were found in compliance with specifications (measures, torque test). However, for the batch #1494066, the number of unused instruments received is not representative to determine if the batch is in compliance with specifications regarding our prescriptions. Nothing unusual to report was found during dhrs review (batches #1494066, 1535655). Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.